Event description:
It was reported that during PICC insertion the pt experienced facial flushing and became very hot and anxious. It took several minutes to resolve with reassurance, cool cloths, removing covers and opening doors.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after removal. A lot history review (lhr) of reue0617 showed 3 other similar product complaint(s) from this lot number. (B)(4).